Event description:
This patient was grafted with 15 epicel cea grafts in 2002. In 2003, they expired due to sepsis unrelated to the use of epicel. No further details were provided. No further information is anticipated. There was no evidence of contamination associated with the processing of these tissues. No processing nonconformances were associated with this patient. Sterility test samples collected pre-release and final product release were negative for growth.